Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon and contrast in the lumen. The tip, balloon, markerbands, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed a longitudinal burst in the balloon material 9mm in length, numerous kinks in the hypotube, and numerous kinks in the inner shaft (located inside the balloon area). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-september-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.